Event description:
"The patient reported the dentist is recommending stopping the treatment due to lock jaw and jaw discomfort issues. The patient also reports discomfort, pain level 1, sensitivity and states end results were not met. Note: the patient stopped treatment eight months prior resulting in a gap between #8-9. Patient initials: (B)(6).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.